Event description:
A total knee replacement was in process. The long extension rod for the lbs intramedullary guide broke off in the medullary canal at the isthmus and remains in the patient due to the difficulty of getting it out and it was only detected after the case during washing procedure. Ref # MFR 3005180920-2014-00081.